Event description:
Review of a scientific article about patients' undergoing vagus nerve stimulation in treatment-resistant depression reported adverse events related to vns therapy. Stimulation-related adverse events, including hoarseness, neck pain, cough, nausea, vomiting, and myoclonus in the left arm, were mild to moderate in severity and a transient course. Such aes were controlled and disappeared in all patients by adjusting the stimulation parameters, mainly the duty cycle (on-off period), the frequency of the signal, and the pulse width. One of the patients in the study had a device that was damaged by a work accident. They had stable remission of depressive symptoms for a couple of years after device failure, so they chose to continue standard care and not to replace the broken vns device. MFR. Report# 1644487-2024-00959 will capture the device damaged in a work accident. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alterations¿ is not available. Health effect - clinical code :e1032. Health effect - clinical code :e1605. Health effect - clinical code :e0112. Health effect - clinical code :e2402.